Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was acting kind of weird. The patient stated they were feeling a shock down their left arm. The patient confirmed it was not painful, but was irritating. The patient said they should be feeling the stimulation in their lower back and legs. The patient turned the ins off and let the battery run out and then charged it back up but the patient said this did not make a difference. The patient stated that the irritating stimulation happens sometimes, not always. The patient noted they fell getting out of the shower and after that fall is when they noticed the irritating stimulation down the left arm. The patient was directed to follow-up with their healthcare professional. No further complications were reported/anticipated.